Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump alarmed self-test failed and then turns off. They stated that it has done this 6 times and then comes back on. Their blood glucose is unknown. During troubleshooting, the customer said that the alarm did not occur during the rewind/prime sequence. They were assisted with performing the self- test and it failed. The customer was advised that the pump needed to be replaced. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, unit received with constant failed self-test alarm due to a faulty radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failed self-test alarm. Unit had minor scratched lcd window and cracked reservoir tube lip.